Event description:
It was further reported through patient's medical records that patient presented with elevated metal ion levels prior to the revision procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of initial op note dated jan 8, 2009 demonstrated that the patient had left tha due to degenerative arthritis. The cup was implanted with 30-degree abducted, 15-degree anteverted position. Leg lengths equal. Full range of motion. No instability. Revision op note dated sep 14, 2017 demonstrated that the patient was revised due to metallosis, elevated metal ion levels and pseudotumor. Significant tendinosis present. The surgeon perforated the femoral cortex just distal to the vastus ridge with one of the osteotomes, which was not a complete fracture, and fixed with plate, screws, and cables. Cup was removed. There was an anterior superior cavitary lesion as well as a posterior column cavitary lesion filed with lytic debris. Autologous and allogenic bone was packed into the cavitary defects. New cup was implanted with approximately 45 degrees of abduction and 15 degrees of anteversion. Final liner was cemented into the cup. New stem was implanted. Hip was reduced and found stable. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # us157854, cup, lot # 334370; item # 13-103209, stem, lot # 763840; item # 139258, taper insert, lot # 870740. Multiple reports have been submitted for this event. Please see associated report: 0001825034-2018-09411.

Event description:
It was reported that a patient was revised approximately 8 years post implantation due to allegations of metallosis, pain, tissue and bone destruction, loss of enjoyment of life and limited daily activities and corrosion. Patient was noted to have gray-green fluid, as well as, metallic and green stained tissue and synovium. Lesions with lytic debris were also noted, which required radical debridement. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.